Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 years of battery life to 1.5 years of battery life in a 12 months time period. A request was made to have data from this device analyzed. Data analysis results are still pending. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: this record is no longer reportable since additional information indicated the device is depleting normally, refuting any premature battery depletion (pbd) allegations. Please disregard report #2124215-2022-29623.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 years of battery life to 1.5 years of battery life in a 12 months time period. A request was made to have data from this device analyzed. Data analysis results are still pending. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.additional information indicated the device is depleting normally.